Manufacturer narrative:
Correction: d10 missing date 11/11/2020 in follow up 1 report.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient draining issues with incomplete treatment resulting in hospitalization for fluid volume overload. Although the patient was receiving multiple patient line blocked alarms during treatment the device was working as designed, indicating that the patient was filling slowly. The patient transfer to hemodialysis is an indication that there was most likely an issue with the patient¿s anatomy that was the cause of the problem. However, this cannot be confirmed and with the limited information available, it cannot be concluded if the liberty select cycler caused or contributed to the patient¿s hospitalization for fluid volume overload. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient received a patient line is blocked soft alarm during drain 3 of 6. The patient rebooted the cycler, after which the soft alarm returned. The patient made the clinic aware of the draining issue, and was advised to request a replacement cycler. The patient will complete therapy using manual treatment, and follow up with the peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment. Upon patient follow up it was determined the patient was hospitalized due to the inability to drain and incomplete treatment, resulting in fluid overload. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient was admitted to the hospital for fluid volume overload. The patient was receiving multiple alarms during treatment with the liberty select cycler, but reportedly was able to drain with manual drains. During the hospitalization, the patient had a perma cath and was transitioned to hemodialysis (hd). The patient remains hospitalized at this time and continues to complete hd. There is no hospital documentation available. The pdrn cannot confirm if the patient draining issue was caused by the liberty select cycler or the patient anatomy.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. A simulated therapy was initiated and completed on the cycler. There were multiple scale reading error warning alarms that occurred during simulated treatment. The alarms were cleared to continue treatment. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.